Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: inventory consultant. The actual device has been returned for evaluation. One (1) 6 fr glidesheath device was returned to terumo medical corporation. The returned sample includes the guidewire. The device was subjected to visual analysis. The wire is unraveled from the guidewire core. One 6 fr glidesheath device was returned to terumo medical corporation. The returned sample was an uncoiled guidewire. Therefore, the complaint can be confirmed for guidewire mechanical separation. The exact root cause cannot be determined. It is possible the guidewire was withdrawn through the needle, which sheared the guidewire and led to the observed uncoiling. However, the exact root cause could not be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the sheath could not be advanced into the patient's brachial artery and when the physician tried to remove the device, it began to unravel. There were no components left behind in the patient, confirmed by post-procedure imaging. There were no adverse outcomes. The type of procedure performed was a brachial IV access. Additional information was received on 19aug2025: the estimated blood loss count was less then 250cc. The patient was stable. The procedure was successfully completed. The event occurred without patient injury. The sheath unraveled.